Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to excessive axial play.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that they were unable to exit prime process. The insulin pump was returned for analysis.